Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical received a report from pentax (B)(4)stating pentax model of-b194 valve stuck in the cylinder during the examination. No adverse events were reported to have occurred to the patient or user. The customer returned the valve to the manufacturer for evaluation. The manufacturer performed functional testing of the valve under the following tested condition: the lubricant (of-z11) was applied to the valve properly, and the gas and water pressure and flow amount were changed and loaded on the valve. The manufacturer concluded that no functional failures were found with the valve.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
A device history review was not performed since there was no lot number provided for the valve. No further information regarding this event has been received from the facility, therefore, pentax medical considers this medwatch report closed.